Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a rebel bms balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. The balloon was tightly folded, and the stent was crimped. There was stent damage 13mm proximal of the distal marker band. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that stent damage occurred. A 28 x 4.00 rebel bms stent was selected for use. However, during preparation, it was noticed that the stent struts were broken. The procedure was completed with another of the same device and no patient complications were reported.

Event description:
It was reported that stent damage occurred. A 28 x 4.00 rebel bms stent was selected for use. However, during preparation, it was noticed that the stent struts were broken. The procedure was completed with another of the same device and no patient complications were reported.